Manufacturer narrative:
A ge representative evaluated the system and replaced board b300 and dried up small amount of moisture in the control panel keyboard. (B) (4).

Event description:
The customer reported the system stopped working during a case. No pt injury was reported.